Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 308mg/dl, however the customer stated that it went 443mg/dl while hospitalized. The customer was wearing the insulin pump at the time of hospitalization. The customer stated the once he was admitted into the hospital she was advised to suspend the insulin pump. Customer was unable to troubleshoot. No additional information was provided.